Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported the phaco needle broke in the patient's during phaco. The surgeon is a vitreoretinal surgeon and removed the shard fairly easily. There was no real delay in theatre operating time. No patient harm.

Manufacturer narrative:
The product evaluation has been completed. One green needle tip was returned in an adapt¿ao +23.50 d case, lot #528128 and taped closed with no lens inside. The original packaging for the phaco needle was not returned. The part number and lot number cannot be verified or determined. The needle wrench was not returned. Visual inspection found a broken piece of a phaco needle sticking to the tape with the rest of the needle. Microscopic examination was performed and found the needle was dirty with dried solutions and particulate visible all over it. The flange on the trunk of the hub was missing material on one side, which appeared to be the returned broken piece. The broken piece of the flange was approximately 2309 microns long by 340 microns wide. The threads were marred and gouged with material missing on the same side as the broken flange. Based on signs of physical damage to the bottom of the threads, the root cause may be related to the torqueing process with the combination of the handpiece used. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.